Manufacturer narrative:
The machine was inspected by the facility's trained technician and returned to service. The machine is currently in use with no additional problems. The pt has returned for additional treatments since the incident occurred without any problems. A trend file is not available because there have been more than 20 treatments since the incident occurred. It has been recommended to the facility to consider setting a closer alarm limit window for the venous pressure.

Event description:
As reported by the user facility: both needles came out of the pt's arm and the blood pump did not stop. There was a blood loss of 700 cc. The pt was alert and oriented, but was given 1000 cc of saline to increase blood pressure. Pt was taken to hospital ER and recovered with no complications. Additional info provided by the facility technician indicated the venous needle came out first and due to the back pressure on the needle, there was no alarm at first. Then the arterial needle came out. As soon as the arterial needle came out, the machine did alarm because the alarm limit window for the arterial pressure is much closer than the venous alarm limit window. At that time, the blood pump stopped so there was no danger to the pt at that time.